Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to pocket erosion and infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: event description; g2: report source; h2: follow-up type; h3: device eval by manufacturer; h6: patient codes; and h11: additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to pocket erosion and infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service. Additional information indicated that the patient went to the emergency room (ER) and the lead was eroded from the pocket. A revision was planned for the future. No additional adverse patient effects were reported. The rv lead remains in service.